Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, and white in the surface of the shell. The weight of the device was within specification. Cloudy gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.